Event description:
Clinic notes were received which revealed the patient had high impedance during a clinic visit on (B)(6) 2015. The patient was previously seen in (B)(6) and diagnostics did not show high impedance then. The patient denies any injury or trauma. Although surgery is likely, it has not occurred to date.

Event description:
The explanted generator and lead were received for product analysis on 12/16/2015. Product analysis is still underway and has not yet been completed.

Event description:
Product analysis was completed on the generator on (B)(6) 2016. Review of the ram/flash data downloaded from the generator shows an indication of increased impedance; the impedance value wen from 3367 ohms to 12633 ohms (high impedance) on (B)(6) 2015. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Product analysis was completed on the leads on 1/18/2016. Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
It was reported on 12/03/2015 that the patient underwent a full revision that day. The explanted devices were requested for product analysis but have not been received to date.